Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report high blood glucose levels at 454 mg/dl. Mother stated the insulin was not delivering. The customer was treated with a manual injection. No symptoms were reported. The customer was advised that the problem may have been due to a site or infusion set. The customer was sent tubing clamps and was instructed to perform a high pressure test and it passed. The customer was advised to change the entire set, reservoir, and insulin and treat per their healthcare provider's instructions. The device was working as designed and no further help was needed. No product was returned for analysis.